Event description:
It was reported that during an unknown procedure, in the third shot the loads do not fire properly. The tissue is not being sealed and the gastric content is released and bleeds. At the fourth shot occurs the same. The doctor has to suture manually.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the first and second firings with green reloads did not present problems. During the third firing, with gold reload, it is easily noted that the tissue slides distally and also it was very difficult to open the stapler. After opening, the walls of the stomach are opened, apparently no staples were delivered in that segment.

Manufacturer narrative:
(B)(4). Additional information: based on the video evidence received the belief is that the knife encountered previously fired staples during its forward progression in the 3rd and 4th firings causing the tissue to be pushed out the end of the device. Hands on analysis: the analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.